Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm; model #: sc-1132, serial #: 105285, description: precision spectra implantable pulse generator; model #: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm.

Event description:
A report was received that the patient will undergo a revision procedure for unknown reasons.

Manufacturer narrative:
Additional information was received that the reason for revision was due to lead migration and loss of stimulation. The patient underwent a revision procedure wherein the leads were replaced per physician¿s preference. No device malfunction was suspected. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient will undergo a revision procedure for unknown reasons.